Event description:
It was reported during use of bd vacutainer® k2e (edta) 5.4mg plus blood collection tubes, 4 samples were underfilled. Samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 258 samples for investigation. Out of these, (B)(4) samples underwent functional tests for draw volume and all tubes tested were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® k2e (edta) 5.4mg plus blood collection tubes, 4 samples were underfilled. Samples were recollected. There was no other health impact or consequences reported.